Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced low blood glucose (bg) of 70 to 80mg/dl with unsteadiness when standing or walking associated with a time/date reset issue. The patient reportedly self-treated for the low bg and did not require assistance of a third party. The reporter stated that the pump¿s time and date reverted to default settings when the battery was out of the pump for six hours and that the time was reset incorrectly, which affected basal delivery. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error in resetting the time/date settings incorrectly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.